Manufacturer narrative:
The investigation shows that the product subject to the complaint had reached its life time at the event date of the reported incident. It is to be concluded that the reported incident originated from a common case of wear and tear resulting from aging as it is to be expected with mechanical medical devices subject to reprocessing after reaching their life time, not making any further action necessary. Corrected data: the initial emdr lot number was reported as "unknown" and was later found to be "x11".

Event description:
It was reported that the shaft of the bone repositioning tool broke during manipulation. The broken piece remains in bone.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the shaft of the bone repositioning tool broke during manipulation. The broken piece remains in bone.